Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 147 mg/dl. The customer state she was having trouble her reservoir and was on her way back to work. Troubleshooting was not able to resolve the alarm, because she could not finish the troubleshooting. The device will not be returned for analysis.